Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 26-jun-2023. The most recent information was received on 05-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("removal of implants with removal of uterus") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1827 days after essure insertion, she experienced fatigue ("at first constant fatigue"), arthralgia ("then joint pain came on"), disturbance in attention ("loss of attention"), aphasia ("problems finding words"), memory impairment ("difficulty with memorisation"), poor peripheral circulation ("later blood circulation problems going"), pain in extremity ("pain in the hands and feet"), paraesthesia ("tingling in feet & hand"), urinary tract disorder ("more recently urinary disorders"), migraine ("fulgurating migraines with aura"), speech disorder ("difficulty speaking"), monoplegia ("paralysis of the hand") and visual impairment ("vision disorders...) And very recently vision disorders with an impression that the images move"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal of implants with removal of uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to fatigue, arthralgia, disturbance in attention, aphasia, memory impairment, poor peripheral circulation, pain in extremity, paraesthesia, urinary tract disorder, migraine, speech disorder, monoplegia or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("removal of implants with removal of uterus") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1827 days after essure insertion, she experienced fatigue ("at first constant fatigue"), arthralgia ("then joint pain came on"), disturbance in attention ("loss of attention"), aphasia ("problems finding words"), memory impairment ("difficulty with memorisation"), poor peripheral circulation ("later blood circulation problems going"), pain in extremity ("pain in the hands and feet"), paraesthesia ("tingling in feet & hand"), urinary tract disorder ("more recently urinary disorders"), migraine ("fulgurating migraines with aura"), speech disorder ("difficulty speaking"), monoplegia ("paralysis of the hand") and visual impairment ("vision disorders...) And very recently vision disorders with an impression that the images move"). An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal of implants with removal of uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to fatigue, arthralgia, disturbance in attention, aphasia, memory impairment, poor peripheral circulation, pain in extremity, paraesthesia, urinary tract disorder, migraine, speech disorder, monoplegia or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.